Event description:
It was reported that the device exhibited inappropriate telemetry measured data. Initial interrogation revealed an eri message. The device reached eri in june 2006. The eri message was cleared and an attempt to get measured data resulted in the message "device not read". A message that there was an intermittent telemetry error was also dis- played. The device could not be programmed.